Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 130 mg/dl. It was found that there was a possible leak in the battery compartment. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and cracked reservoir tube window were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted in the battery tube or battery cap. The insulin pump had moisture damage on the display board and motor assembly.